Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a blank display and vibrate anomaly. The customer's blood glucose level was 89 mg/dl. The customer was assisted with troubleshooting and the display was white and black, well the screen goes grey and stated they still can see the display but not in colour and also stated that pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display or constant tone noted during testing.